Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a male patient. There was no patient information, no details surrounding the event. There were multiple requests for information but to no avail. Method date collected tested results positive/negative I-stat (B)(6) 2026 1000 ni 571.5 ng/l positive ni ni ni ni ni negative there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci. Sex n (ng/l, pg/ml) (ng/l, pg/ml). Female 490 13 (10, 17). Male 404 28 (19, 58). Overall 895 21 (14, 30).